Event description:
It was reported to boston scientific corporation on september 22, 2005 that an enteryx procedure kit was implanted in a male patient (weight unknown) in 2004. Eight injections were performed, delivering a total of 8 cc's intramuscularly and none were submucosal. According to the complainant, on the next day, the patient experienced odynphagia of moderate intensity that lasted until the following month. The patient also experienced shortness of breath on exertion. A chest x-ray was done that month, and was normal. This event resolved four days later. A reoccurance of odynophaiga of mild intensity began in 2005 and the patient has lost ten pounds associated with the odynophagia. The odynophagia resolved as of three months later, but the patient has mild dysphagia with weight loss. In early 2007, follow-up with the patient reported that the weight loss had stabilized.

Manufacturer narrative:
Other (pain with swallowing) the device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product. Product unavailable for analysis.